Event description:
It was reported that the 7900 system shut down and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f3 fuse was replaced during the service call. The system was found to be working and put back into service.